Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis. Event log history was performed and indicated that high pressure messages were recorded in history. During analysis, the customer's reported problem was unable to be repeated. No problem could be found with the pump "double beep no cassette" issue during the investigation. Found fluid ingressions on pump by chassis base of the occlusion sensor. It was noted that the "double beep no cassette" issue was possibly caused by fluid ingressions. Found a small crack on the upper left hand corned of the pump. Service recommended downstream occlusion sensor and rear housing to be replaced. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited double beep for no cassette. No patient was involved in this event. No adverse effects were reported.